Event description:
It was reported that the subject programmer can intermittently automatically switch off during use and it can become stuck in a boot loop.

Event description:
It was reported that the subject programmer can intermittently automatically switch off during use and it can become stuck in a boot loop.

Manufacturer narrative:
Please refer to the attached investigation report.